Event description:
The report stated that during an anterior resection, some vessels sealed with the ligasure laparoscopic sealer/divider bled after sealing. There was a confirmed end tone on all sealing cycles. The surgeon used diathermy to stem the bleeding. There was no additional patient injury.

Manufacturer narrative:
Date of initial report: october 17, 2007. The incident handpiece has been received and is currently under evaluation.